Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had delivered anti-tachycardia pacing and shocks which were unsuccessful in converting the patient back to a sinus rate. The ICD was previously observed to have undersensed ventricular tachycardia and ventricular fibrillation in the patient resulting in the patient having to be externally defibrillated. During testing, high defibrillation thresholds was observed. Surgical intervention was performed the right ventricular lead was explanted and replaced. The ICD remains in service with a new rv lead. No additional adverse patient effects were reported.